Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment there was fluid leaking. Fluid leaked onto floor, but it was undetermined from where it was leaking. There was an air detected in cassette warning during drain 1 of 5 prior to noticing the leak. In a follow-up, a nurse verified the leak event and said there was no harm, intervention or adverse event due to the leak event. There are no samples to return for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment there was fluid leaking. Fluid leaked onto floor, but it was undetermined from where it was leaking. There was an air detected in cassette warning during drain 1 of 5 prior to noticing the leak. In a follow-up, a nurse verified the leak event and said there was no harm, intervention or adverse event due to the leak event. There are no samples to return for analysis.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment there was fluid leaking. Fluid leaked onto floor, but it was undetermined from where it was leaking. There was an air detected in cassette warning during drain 1 of 5 prior to noticing the leak. In a follow-up, a nurse verified the leak event and said there was no harm, intervention or adverse event due to the leak event. There are no samples to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.